Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Magnet placement elicited no tones. Technical services (ts) was contacted, and ts discussed device longevity and recommended device replacement. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. The field representative noted the patient was bridged to transplant, and would not likely get an s-ICD replacement as the plan was to implant a left ventricular assist device (lvad). No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Magnet placement elicited no tones. Technical services (ts) was contacted, and ts discussed device longevity and recommended device replacement. The s-ICD system remains in service. No adverse patient effects were reported.